Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a physician used a bd insyte¿ peripheral venous catheter for an arteriopuncture in a patient's brachial artery. The physician felt like the IV insertion was not smooth so rather than removing the cannula and leaving the catheter in place, he decided to remove both the cannula and catheter and attempt a second arteriopuncture. Upon removal of the catheter the catheter measured approximately 1.5cm in length with approximately 3cm of the catheter missing. The patient had brachial artery surgery to locate the broken catheter but the missing portion was not found. Nine days postoperatively, there was no report of infection.